Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 12, 2019 was chosen as a best estimate based on the date when patient first sought consult post procedure due to chronic pelvic pain which impacted her mobility. Block e1: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6) (B)(6) hospital (B)(6) revision surgery performed by dr. (B)(6) block h6: patient code e2006 captures the reportable event of extrusion. Patient code e2330 captures the reportable event of chronic pelvic pain. Impact code f1202 captures the reportable event of impact to patient's mobility. Impact code f1905 captures the reportable event of device revision procedure. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device. Block h11: blocks h6 and h10 have been corrected. Block h6: patient code e2006 captures the reportable event of extrusion. Patient code e2330 captures the reportable event of chronic pelvic pain. Impact code f1905 captures the reportable event of device revision procedure. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted during a suburethral sling, anterior repair (with a non-bsc device), posterior repair (with a non-bsc device) and perineorrhaphy procedures performed on (B)(6) 2013 to treat a patient with grade IV vault prolapse, cystocele enterocele and rectocele. Findings include aa +0, ba +2, c +3, gh +5, pb +3, ap -1, bp +1. On may 12, 2019, the patient reported chronic pelvic pain which impacted her mobility. On (B)(6) 2019, the patient underwent a sling removal, removal of mesh from wound, rigid cystoscopy and excision of foreign body of subcutaneous tissue procedures for the preoperative diagnoses of foreign body in vagina and chronic pelvic pain of female. Findings included obtryx mesh exposure in the left paravaginal sulcus. The entire obtryx mesh was removed in one piece. It was also noted that the non-bsc anterior repair device had been pulled toward the patient's left. The anterior repair device was removed in one piece; this was intertwined with half of the non-bsc posterior repair mesh, so that was also removed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted during a suburethral sling, anterior repair (with a non-bsc device), posterior repair (with a non-bsc device) and perineorrhaphy procedures performed on august 7, 2013 to treat a patient with grade IV vault prolapse, cystocele enterocele and rectocele. Findings include aa +0, ba +2, c +3, gh +5, pb +3, ap -1, bp +1. On may 12, 2019, the patient reported chronic pelvic pain which impacted her mobility. On july 8, 2019, the patient underwent a sling removal, removal of mesh from wound, rigid cystoscopy and excision of foreign body of subcutaneous tissue procedures for the preoperative diagnoses of foreign body in vagina and chronic pelvic pain of female. Findings included obtryx mesh exposure in the left paravaginal sulcus. The entire obtryx mesh was removed in one piece. It was also noted that the non-bsc anterior repair device had been pulled toward the patient's left. The anterior repair device was removed in one piece; this was intertwined with half of the non-bsc posterior repair mesh, so that was also removed.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date when patient first sought consult post procedure due to chronic pelvic pain which impacted her mobility. This complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) hospital. Revision surgery performed by dr. (B)(6). Patient code e2006 captures the reportable event of extrusion. Patient code e2330 captures the reportable event of chronic pelvic pain. Impact code f1202 captures the reportable event of impact to patient's mobility. Impact code f1905 captures the reportable event of device revision procedure. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.